Event description:
It was reported that the patient underwent an explant surgery of his artificial urinary sphincter (aus) due to fluid loss in the pressure regulating balloon (prb). The fluid loss was found during this surgery. The patient outcome is unknown.